Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) had no flow during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
H4: the lot was manufactured from march 16, 2020 - march 18, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which showed evidence of residual fluid inside the device bladder which suggests the reported condition may have occurred.due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.